Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) units of minicaps from minicap prep kits were damaged. It was reported that the minicaps cracked during use. According to the information provided by the patient, the minicaps were found in good condition when they were taken out of the primary container, however then when the patient used the minicap, the minicap presented a rupture causing the foam to come off. The event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.